Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported a decrease in sensing was observed. The physician suspected the lead dislodged. Lead was explanted and replaced.